Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-splitters, upn: (B)(4), model : sc-3400-30, serial : (B)(4), lot: 17856375. Product family: scs-lead fixation, upn: (B)(4), model : sc-4316, serial : n/a, lot: 18182693. The returned lead sc-2316-50 was analyzed and visual, microscope, and x-ray inspection of the lead revealed that all cables were completely broken at the bent, kinked location of the lead. The bent, kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead was kinked after it exits the clik anchor resulting in the reported complaint. The returned lead splitter sc-3400-30 was analyzed, passed all tests performed, and exhibited normal device characteristics. The clik anchor was not returned for analysis; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that the patient experienced a loss of stimulation due to high impedances on the lead. The patient underwent a revision procedure where the lead and lead splitter were replaced. The patient is doing well post-operatively.